Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the band was fractured and twisted. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the band was fractured and twisted. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: correction: block h6: imdrf impact code f14. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned. During the media inspection of the picture attached it was possible to observe that one band was damaged. It was unable to confirm the reported event of bands failure to deploy. But, based on evidence, the code of bands damaged defective is confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The definitive cause cannot be established due to lack of evidence. Additionally, without the device, it remains unknown the causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.